Event description:
The consumer reported receiving burns from the heating pad on her back and upper buttocks. She stated treating the burns herself at home. There were blisters that have now healed. Events of this nature are caused by placing the heating pad between the body and an external surface.